Event description:
Initial crt implantation. After placing the lv lead in the target vein, it was no more possible to put the wire out of the lead. The wire is torn off and got stuck in the electrode at the upper end. The lead was replaced. Good measurements. No patient complications. Stable patient

Manufacturer narrative:
Complaint investigation is completed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Initial crt implantation. After placing the lv lead in the target vein, it was no more possible to put the wire out of the lead. The wire is torn off and got stuck in the electrode at the upper end. The lead was replaced. Good measurements. No patient complications. Stable patient.